Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.